Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the information received, no conclusions can be made. Per medical records review, about 7 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence thereby underwent surgical intervention. Hernia recurrence is a known inherent risk of surgery/use of the device and are labeled side effect that are considered foreseeable and clinically acceptable in terms of patient benefit. The instructions-for-use supplied with the device list hernia recurrence as possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a marlex mesh (bard flat mesh). Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 1996 - patient was diagnosed with left indirect inguinal hernia thereby underwent open repair with the implant of marlex mesh (bard flat mesh). Per operative notes, ¿the indirect inguinal sac was carefully dissected to its neck and the contents were reduced intra-abdominally. Repair of the posterior inguinal wall was carried out using marlex mesh (bard flat mesh). The mesh was sutured to the inguinal ligament and conjoined tendon using sutures.¿ (B)(6) 1997 to (B)(6) 2000 - patient had pain in left groin and recurrent left inguinal hernia. (B)(6) 2000 - patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair. Per operative notes, ¿indirect sac reduced. Mesh placed in situ.¿ (note: there is no mention/visualization of marlex mesh (bard flat mesh) and an unknown mesh was implanted during this procedure). (B)(6) 2005 -patient had recurrent left inguinal hernia.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a marlex mesh (bard flat mesh). Case-specific details not provided.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided; a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.